Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient's mother verified smart device has 4 other dexcom devices paired. Patient's mother was advised to forget all bluetooth devices, closed all running applications, reset smart device, re-enter transmitter ID into the g5 application, and re-pair the transmitter, which was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.